Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that the patient's ipg was unable to connect to external devices following an unrelated procedure. Troubleshooting was unable to resolve this issue. It is unknown if surgery mode was enabled. Further intervention may be pending.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.